Event description:
It was reported while attempting to gain left atrial access with a sjm sl1 introducer to insert an amplatzer cardiac plug device, the patient developed a pericardial effusion and subsequently died. Left atrial access was obtained using a transseptal needle and a sjm sl 1 introducer sheath. Following insertion of the sl1 sheath, maintaining access in the left atrium was difficult, with the sheath falling back into the right atrium and requiring reaccess twice. Following the third attempt at accessing the left atrium with the sl1 sheath, the physician advanced the introducer too far and perforated the left atrial appendage. An echocardiogram revealed a pericardial effusion. Emergency surgery was performed in the ep lab; however, the patient expired.

Manufacturer narrative:
The device was returned for evaluation. Review of the device history record was not possible as the lot number for the device is unknown. The root cause classification for the report cardiac perforation and subsequent death is anticipated procedural complications as cardiac perforation is a known complication as listed in the IFU for the device.